Event description:
Caller states the pt tested 3.8 inr on the coaguchek s system and 2.9 inr on a comparison lab. Coumadin remained unchanged due to lab result. No adverse event reported. Requested return of suspect system and replacement was sent.